Event description:
The doctor has indicated infection after the implant was placed. The implant was placed (B)(6) 2015, single stage protocol. The patient returned (B)(6) 2015 with severe submandibular infection/abscess, and again (B)(6) 2015 with draining. The patient elects to have implants removed on (B)(6) 2015 and the infection has resolved after removal. The patient elects no further implants.

Manufacturer narrative:
The complaint investigator reviewed the returned niosm313 nanotite tm certain® implant 3.25 x 13mm implants. Two implants were returned together and could not be distinguished. One implant had a cover screw attached. There were general signs of usage. No other damage was noted on the implants. The returned product was inspected and no anomalies or defects were observed. Implant sterilization is verified prior to product release. The complaint could not be verified. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause cannot be determined.